Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and transmitter has no voltage. The share log review was downloaded and confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.